Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (B)(4), attributed the cause of the malfunction to be fatigue failure. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the impactor broke. There was a 5 minute delay in surgery to get another impactor from another set. The surgery was completed successfully with another device. No patient injury was reported as a result of the malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.